Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake at the head end of the bed would lock but the casters would continue to swivel from side to side. He replaced the head end brake casters and three caster supports to repair the bed.